Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13f09045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During the visual inspection of the returned sample, a cut and damage was noticed on the drain line of the tubing. Leak at the site of the cut in the tubing was observed during leak testing. Clear passage testing and clamp function testing were performed with no issues noted. The root cause of the reported issue was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the automated pd set with cassette 4-prong snapped in half when the home patient (hp) was trying to insert the cassette into the homechoice (hc) machine. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.